Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary surgical procedure as the hyperopic patient was not able to adapt to far vision. The patient was not satisfied with their distance vision and complained that their far vision was not good (visual acuity 0.8 to 0.8). A synergy non-toric iol was used as a replacement. In addition, corneal astigmatism was corrected after surgery when iol was changed to a non-toric. There were no medical or surgical interventions required. The patient has fully recovered. The device is not available for return. No further information was provided.

Manufacturer narrative:
Date of birth: the exact date if birth is unknown, only year "1968" was provided. Date of event: the exact date is unknown, the best estimate is between feb 7, 2022 and apr 15, 2022. Initial reporter first & last name: unknown/information not provided. Address - line 1: (B)(6). Email address: unknown/information not provided. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that the product investigation was inadvertently not included in the initial MDR report; therefore, it has been captured in this supplemental MDR report. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.